Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No numbers ramping up noted. The device passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. It had a minor scratched lcd window, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported via phone call that the numbers on the screen started scrolling and the insulin pump alarmed button error. The blood glucose value was 347 mg/dl; treated with manual injection. The customer stated that the insulin pump was not exposed to moisture. The device was returned for analysis.